Event description:
It was reported to philips that the system was not booting, stuck at 00:00. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited the site and confirmed the reported problem. Upon troubleshooting, fse found the 24v power supply's led was off, confirmed by the multi meter, indicating no output. To resolve the problem, fse replaced pd scomp. After replacing the pd scomp dcps 24, the system was returned to use in good working order. The codes were updated based on the investigation outcome.